Event description:
The site reported that approximately 9:00 am on (B)(6) 2014, patient was moved to the CT scan and back to the ICU with this ikus driver. Driver was plugged into wall (main power) during the scan. Once in the ICU, the ikus stopped functioning and completely turned off without warning or the alarms. No lights were visible at this time. The site communicated to bhi that only way the site knew that the ikus had stopped working was that they did not hear it pumping. The site initiated hand pumping to support the patient and called the (B)(4) hotline. Bhi instructed to connect the patient to the backup ikus driver. Per the site, support was briefly interrupted between the ikus stopping and initiation of hand-pumping. Per the site, the patient was also slightly under-supported during the hand-pumping. The site reported that no untoward effects of this event were seen in the patient, and the patient continues to be supported.

Manufacturer narrative:
(B)(4) (importer) is submitting the report on behalf of (B)(4) (manufacturer). The ikus driver that is subject of this report (B)(4) was sent to the manufacturer of the driver berlin heart (B)(4). Preliminary review of the ikus driving unit's log files could not find any record of this reported incident on the (B)(6). However, the log file shows that on (B)(6), the driver was shut off around the same time period which the site was reporting. The evaluation of the driver is still ongoing.